Event description:
Boston scientific crm received information that the latitude home monitoring system detected a shock impedance of greater than 125 ohms on this implantable right ventricular defibrillation lead. It was noted that the patient has experienced high shock lead impedance since device implantation. There were no adverse patient effects observed. At a later date, another red alert was issued through the latitude system that a high shock impedance measurement was again detected on this lead. No adverse patient effects were reported.

Manufacturer narrative:
No revision has been scheduled as this lead has had shock impedance measurements above 100 ohms since implant as this is a single coil lead, and the physician has elected to monitor the patient closely. As of today, this lead remains implanted and in service without additional complication. If any additional information does become available, this report will be updated.